Manufacturer narrative:
Investigation checking the manufacturing charts of the involved lot #2510118, no pre-existing anomalies were found on the 19 components manufactured with the same lot #. Checking the manufacturing charts of the involved lot #25at278, no pre-existing anomalies were found on the 84 components manufactured with the same lot #. Checking the manufacturing charts of the involved lot #2515931, no pre-existing anomalies were found on the 37 components manufactured with the same lot #. This is the first and only complaint we received on this lots#. A final MDR will be submitted once the investigation is complete.

Event description:
A hip revision surgery was performed on (B)(6) 2026, due to implant dislocation. According to the source of the complaint, the event was also associated with a lateral periprosthetic fracture of unknown origin. During the revision procedure, the surgeon gained access to the implant and explanted the stem, neck, head, and liner. Due to the unique anatomical characteristics of the patient, a standard cemented stem was deemed unsuitable; therefore, a long-cemented stem combined with cabling around the fracture site was required. The surgeon trailed the long-cemented stem and neck with a dual mobility liner and head, confirming fit and positioning through intra-operative x-rays. Once satisfactory positioning was achieved, the surgeon proceeded with cementing the long stem and cabling the fracture site, followed by definitive implantation of the dual mobility liner and head. The previous shoulder surgery was performed 6 days earlier (B)(6) 2026). The following devices were explanted in the procedure: revision mod. Stem ø14mm (product code 3810.15.010, lot # 2510118- ster. (B)(4), mobile liner øint 28 mm ø40 mm (product code 5566.50.401, lot # 25at278- ster. (B)(4), revision later. Neck h.80mm (product code 7515.15.130, lot # 2515931- ster. (B)(4) . The patient is a female, 68 years old with and a very low activity level. The event occurred in australia.